Event description:
It was reported that there was a loose prosthesis and pain. Exeter and mdm were used as the replacement devices.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. The lot code provided (10276755cf) appears to be invalid. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding stem loosening involving an accolade stem was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that there was a loose prosthesis and pain. Exeter and mdm were used as the replacement devices.